Event description:
In 2007, the patient contacted by email lifescan (lfs) alleging the one touch ultra meter was giving readings that were dated in the year 2013 when uploaded into her physician's computer. The complaint is classified based on the documentation of the customer care advocate (cca). This medical affairs specialist (mas) contacted the patient the following month to obtain/clarify more information. The patient tests her glucose 3 to 4 times per day. She takes 25 units of lantus once a day. She also takes novolog based on a ratio of 15 grams of carbohydrate to 1 unit of novolog insulin. According to the patient, she has gone to her endocrinologist twice this year, once every 4 or 5 months. Each time she went to the doctor's office to have her meter downloaded, the same readings of over 200 mg/dl and also 300 mg/dl associated with the year 2013 will show up on the diabetes software printout. Based on the meter readings for the year 2013, the doctor increased her lantus insulin twice a year. During her first endocrinologist visit this year, based on the 2013 readings, the doctor increased her lantus insulin from 25 units to 27. Upon her second endocrinologist visit, based on the same 2013 blood glucose reading, the doctor increased her lantus insulin to 30 units. On approx three and a half months later, two weeks after the visit to her doctor, the patient had brunch that afternoon (100 grams of carbohydrate) and took 5 or 6 units of novolog. The patient was relaxing in the pool and was drinking ice tea. Shortly after, she started to feel tired and exhaust. According to the patient, she got weird and started to hallucinate. She was feeling angry and started to give her daughter instructions that were absurd. Her daughter consulted with a family nurse and was advised to take her mom to the ER. At 4pm, the patient was admitted into the ER and tested at 38 mg/dl on an hcp meter. The patient was treated with IV glucose, and was given two tubes of sugar to eat. The patient was discharged 2 hours later. The patient does not remember what her blood glucose was at the time of discharge. Since then, the patient has changed her lantus to 25 units and has not had any hypoglycemic episode. Her doctor threw the meter away. This complaint is being reported as MDR reportable because the patient alleged that the meter is downloading the same high glucose readings associated with the year 2013 into the physician's computer. She further claimed that the doctor increased her insulin based on readings dated 2013 and she later developed a hypoglycemic episode.